Event description:
It was reported that the atrial lead had caused a bulge under the skin. Lead revision showed that the lead had dislodged through patient manipulation, or twiddling. The lead was repositioned and the patient was reported to be in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.